Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the vessel sealer extend (vse) instrument was not working properly. The vse instrument was installed in the universal surgical manipulator (usm) 4 and the surgeon could not open the jaws or manipulate the instrument properly. The customer stated that she believed the instrument was suspect and replaced the instrument with a backup vse, but the issue persisted with the second vse instrument. The technical support engineer (tse) noticed a different instrument was installed on usm4 and asked if the surgeon was having any further issues. The customer stated that the surgeon was able to use the other instrument with no issues. The tse inquired about the lot numbers for both suspect vse instruments. The customer stated that both vse instruments had the same lot number, k192560219. The tse inquired if the customer had a different lot number that they could pull from if the surgeon was willing to try. The customer stated that they did not have a different lot number for this instrument. The tse recommended to RMA the suspect instruments for investigation. The customer agreed and proceeded with the case. No errors were observed in the logs. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.